Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or if any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient was hospitalized. The mother reported him going to the hospital for a virus, with fever and vomiting, and diabetic ketoacidosis. The patient's blood glucose level was reported to be above 20 mmol/l (360 mg/dl) with ketones detected. He was given a bolus and then taken to the hospital. The patient was treated with an IV infusion and given a manual bolus. He was admitted for the night. A new pod was applied the next day. The pod was worn between 36 and 48 hours on the hip/buttocks. The cannula appeared bent and left a line on the skin when the device was removed.